Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. A review of device memory noted the device appropriately moved to safety mode on january 6, 2026 after three system errors had been detected. Engineering-level programming was used to move the device back to primary operation; however, system errors were detected and the device moved back to safety mode operation. The device firmware was re-loaded and the device was programmed out of storage mode to primary operation. Automated diagnostic testing was completed which verified the performance of shocking, pacing, sensing, and recording functions of the device commensurate with battery voltage. The device continued to function normally and, as such, the root cause of the system errors could not be confirmed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room (ER) after experiencing inappropriate shocks, accompanied by pain and discomfort. Upon evaluation, the device was found to be operating in safety mode and oversensing was suspected. Consequently, the patient underwent revision surgery during which the device was explanted and replaced. No additional adverse patient effects were reported. This crt-d has not been received for analysis. The complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Later, this product was received by boston scientific and full investigation was conducted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room (ER) after experiencing inappropriate shocks, accompanied by pain and discomfort. Upon evaluation, the device was found to be operating in safety mode and oversensing was suspected. Consequently, the patient underwent revision surgery during which the device was explanted and replaced. No additional adverse patient effects were reported. This crt-d has not been received for analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room (ER) after experiencing inappropriate shocks, accompanied by pain and discomfort. Upon evaluation, the device was found to be operating in safety mode and oversensing was suspected. Consequently, the patient underwent revision surgery during which the device was explanted and replaced. No additional adverse patient effects were reported. This crt-d has not been received for analysis.